Event description:
Related manufacturer reference number: 1627487-2022-04820. It was reported that the patient¿s leads migrated. As such, surgical intervention took place on (B)(6) 2022 wherein the leads were repositioned deeper and sutured addressing the issue. Reportedly, therapy was established post op. Note: the leads were implanted in 2018, exact implant date unknown.

Manufacturer narrative:
Date of event is estimated. (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.